Event description:
It was reported the rv lead was explanted and replaced due to high impedances, high thresholds, inappropriate therapies and a fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned in segments and analyzed. Other: it was reported the rv lead was explanted and replaced due to high impedances, high thresholds, inappropriate therapies and a fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event; impedance, high, lead(s), fracture of, shock, inappropriate, high threshold.